Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The insulin pump's battery, for the past week, was lasting less than twenty-four hours. The insulin pump's battery died, in the middle of the night, without a low battery warning. In the alarm history a bad battery alarm and a battery out limit alarm were found. The customer treated her high blood glucose level with the insulin pump and a insulin shot. The insulin pump had cracks where the reservoir goes and a crack by the screen. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.